Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files were provided which show alarm 316 - "blower failure" is active since 03/19/18, and multiple temperature alarms are active since 03/07/2018. Blower test was done and confirmed failure of the component with zero voltage, current, and rpm

Event description:
The customer reported, while using bellavista 1000, an active "blower failure" alarm. At this time, patient involvement is unknown during the event.